Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification during incoming inspection as the liquid crystal display had broken pixels. It was also noted that error code were found in log files. The hanger assembly was worn. The atrial and ventricular patient connectors were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.